Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and subsequently the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose level was 180 mg/dl. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Lastly, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.